Manufacturer narrative:
(B)(4).batch # p56z68. The analysis found that one psee60a device was returned with no apparent damage and with a gst60w partially fired 1/16 cartridge loaded on the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested and the following was obtained: was the device able to be opened during the procedure? If no, how was the device removed from the patient? Response received: my understanding is that the device cut and stapled, but wouldn't open. The tissue fell away from the stapler so it was able to be removed.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the jaws of the device became extremely difficult to open and close. The doctor was able to perform the lap appy, but had difficulty opening the jaws of the device. No patient consequences and the case was completed.